Event description:
The device was used to diagnose the patient to be in venticular fibrillation. The device was used to administer defibrillator therapy to the patient at 50 joules. Reportedly, when an additional attempt was made to administer 50 joules of defibrillator energy, 200 joules was inadvertently administered to the patient. The facility is reporting it is undetermined how the joule setting had changed to 200 joules. There was no facility report of adverse patient affects associated with this event.